Event description:
Patient experienced an in-vivo fracture of her spinal rods approximately 1 year, 10 months after implantation. This fracture occurred about the area of pseudoarthrosis. She required a revision surgery during which her instrumentation was removed and new instrumentation was implanted. The patient does not appear to be harmed, but the revision surgery should not have needed to be done so soon. This was a medtronic xia rod system composed of the following components: polyaxial screw system; rod; and set screws.